Event description:
A surgeon reports a pt experiencing waxy vision following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/31/08 and 11/14/08 by phone, fax, and mail. A completed questionnaire has not been received.